Manufacturer narrative:
Concomitant product(s): product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016-0, product type: lead, product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 03-nov-2019, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: 03-nov-2019, UDI#: (B)(4). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient wanted to meet up to do some reprogramming. The patient had a narcotic epidural injection a couple of days prior to the report by anesthesia for a procedure he was undergoing. The anesthesiologist told him that he might notice changes in his stimulation coverage or the leads may move because of the injection. The patient¿s coverage did change, and he was not quite getting stimulation in his hands like he was before. He had been using group c with good coverage. C1: 6-7+, pulse width 300 microseconds, rate 60 hertz, coverage in the left arm and hand. C2: 14-15+, pulse width of 240 microseconds and a rate of 60 hertz. The manufacturer representative reprogrammed the patient for improved coverage. An impedance test returned normal results. The patient left the reprogramming session using group a. A1: 6-7+, pulse width of 120 microseconds a rate of 60 with left hand and arm coverage. A2: 13+14-, pulse width of 90 microseconds, rate of 60 hertz and right hand/arm coverage. The patient was pleased with the outcome. There were no further complications reported or anticipated.